Manufacturer narrative:
Zoll medical corp. Has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that medics responded to a call for an (B)(6)-year-old male patient who was found lifeless in a relative's home. CPR was initiated and no signs of life were found. The device was attached to the patient via electrodes and an analysis was performed. The device returned a "shock advised" determination for what appeared to be a non-shockable rhythm. Three shocks were reported to have been delivered to the patient. The complainant indicated that the patient was not revived and subsequently expired in the intensive care unit.